Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could have been performed. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, the transmitter display "smartview connect app is not responding".

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event as the transmitter is working correctly. However, the power adapter was tested and found defective. When the transmitter is plugged to it, the screen changes by itself and freeze. Review of the event log shows that multiple on/off (approximately every 5 min) occurred on the device since (B)(6) 2025. This cause a corruption of the internal software, leading to the reported event. This case is retained and utilized for trend purpose. MDR correction: device update smartview connect app is replaced by smartview connect according to investigation results.

Event description:
Reportedly, on (B)(6) 2025, the transmitter display "smartview connect app is not responding".